Event description:
In 2008, the patient's mother reported that the pt has been ill and at 12:00 am her blood glucose measured 89 mg/dl. At 3:00 am the patient's blood glucose measured 119 mg/dl and at 7:00 am her blood glucose measured 189 mg/dl. They then discovered that the infusion site had been pulled out at an undetermined time. The mother stated that the pt is pulling the infusion site out while she is "rolling around in bed." No actions were taken to lower the patient's blood glucose. No symptoms of elevated blood glucose were reported. The mother was educated on forming a "safety loop" with the infusion tubing and taping the tubing to the patient's body and the pt was sent tegaderm. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.